Event description:
The dr was unable to insert the iab because the iab was perforated. Blood was noted. On 4/1/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: none-reported 8/7/97. [Pt's current status]: unk-rpt'd 8/7/97.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp.